Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. Twenty-two unopened samples of product code 8702, lot # pbq852 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-83195. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture string was breaking too easy as if it is dry rotted. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.